Event description:
Reporter stated that the multiclix lancet protruded beyond the device's end cap after use. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect device for eval.

Manufacturer narrative:
The event occurred in another country.